Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed and replicated the reported issue of repeated recoverable faults. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where the 31226 and 1126 errors were triggered. The usm was also tested on a patient side cart fixture test platform (pftp) where the fiber test failed for the clock spring and rolling loop fibers. The usm was tested with a golden clock spring and the unit failed again for the rolling loop and clock spring.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there were repeated recoverable faults on the universal surgical manipulator (usm) 4. The customer reported that they were able to continually recover from the fault and continued. The technical support engineer (tse) viewed the error logs and confirmed multiple errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to repeatedly recover from the faults and complete the procedure robotically with all four system arms. There was no procedure delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed several universal surgical manipulator (usm) errors in the logs and replaced the usm. The system was tested and verified as ready for use. The complaint regarding repeated recoverable faults on the usm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer encountered repeated recoverable faults on a universal surgical manipulator (usm) after the start of the procedure. A field service engineer (fse) followed up, confirmed the faults via the error logs, and replaced the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.